Event description:
(B)(4).

Manufacturer narrative:
A field service engineer has been on site and has replaced an oxygen gas module. A supplemental MDR report will be sent when the investigation of the replaced part is completed. (B)(4).